Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The customer blood glucose level was 36 mg/dl at the time of the incident and the current was 98 mg/dl. The customer¿s other blood glucose level was 100 mg/dl. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer reported that the customer alleges the insulin pump was over delivery. The customer stated that the troubleshooting was performed for the low blood glucose over delivery. The customer was treated with the glucose. The customer stated that the displacement test was performed and the test result was displacement. The device will be returned for analysis.